Manufacturer narrative:
The t:slim user guide states: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer left the infusion site in too long and had a blood glucose level of 349 mg/dl. The customer changed out the supplies on the pump and delivered a manual injection.